Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device was also received with scratched lcd window.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 500 mg/dl; not treated yet. Mother stated that the customer was swimming without the insulin pump on but then there was a downpour and the device got wet. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.